Event description:
The customer reported that during a rescue attempt the device continued to prompt the user to place electrodes on the pt and never advanced beyond that prompt.

Manufacturer narrative:
Customer hasn't returned device to cardiac science for eval yet.